Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, at the end of a coronary angiography the physician decided to close the artery with a mynxgrip vascular closure device (vcd). All the mynxgrip vcd procedure was done successfully. However, after deflation of the balloon it was not possible to remove the device. The balloon was stuck in the artery. Multiple time of deflation and inflation and again deflation did not solve the problem. The physician needed to pull more at the mynxgrip vcd to get it out of the patient. Hereby, a bleeding occurred. Of course, the physician used manual compression to stop bleeding. There was no angiography of the femoral artery. The insertion angle was correct. The patient is a young person, so the physician expected no calcification. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There is presence of peripheral vascular disease (pvd). There was no angiography done, but young patient. The procedure used a retrograde approach. The patient¿s international normalized ratio (inr) was >1.5. There was no angiography done, but they did not expect great stenosis of the femoral artery. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple stick attempts made before intravascular access was achieved. After successfully stop of bleeding the patient got to go to the imc to take care of the patient. It occurred a major hematoma in femoral artery, but no surgery was needed. The patient developed a hematoma at the hospital. There was no patient¿s activity when the bleeding started. The patient had a regular puncture. The patient stayed four (4) more days in the hospital. Initially, the mynxgrip vcd 6/7f was tested successfully before usage for closure of right femoral artery. The inflation and deflation of the balloon was done successfully. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. The device was prepped per instructions for use (IFU). The balloon was fully deflated. The balloon prepped with 100% saline. The deployer did not pinch/pin the balloon with the advancer tube. There were no multiple sheath exchanges. There was no procedural sheath that is greater than 7f used. Additional procedural details were requested but were unknown. The device will be returned for evaluation.

Manufacturer narrative:
At the end of a coronary angiography procedure, the physician decided to close the artery with a mynxgrip vascular closure device (vcd). The mynxgrip vcd procedure was done successfully. However, after deflation of the balloon, it was not possible to remove the device as the balloon was stuck in the artery. Multiple attempts of deflation and inflation did not solve the problem. Due to the excessive force required to pull the mynxgrip vcd, bleeding occurred. There was no patient activity when the bleeding started. There were not multiple stick attempts made before intravascular access was achieved. The physician used manual compression to stop bleeding. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. The device was prepped per instructions for use (IFU). The balloon was fully deflated. The balloon prepped with 100% saline. The deployer did not pinch/pin the balloon with the advancer tube. There were not multiple sheath exchanges. The procedural sheath was not greater than 7f. There was no angiography of the femoral artery. The insertion angle was correct. The patient was young, so the physician did not expect there to be calcification. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of peripheral vascular disease (pvd). The procedure used a retrograde approach. The patient¿s international normalized ratio (inr) was >1.5. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or a pseudoaneurysm at the access site prior to the mynx vcd use. After successfully stopping the bleeding, the patient went to the intermittent care unit. The patient stayed in the hospital for four more days. A major hematoma in femoral artery occurred, but no surgery was needed. Additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube was engaged to the tamp lock. The procedural sheath and the sealant were not returned with the device. Per functional analysis, the balloon was inflated with water to determine if any leaks were present in the balloon or catheter and no leaks were observed. The balloon and inflation indicator held pressure. The inflation/deflation took 15 seconds probably due to dry contrast in the balloon system. Deflation time increases when contrast is used to inflate the balloon. It takes less than 2 second to deflate a water/saline filled balloon, but it will take 8 seconds when 50% contrast is used, and 30 seconds when 100% contrast is used. The event description did not describe the liquid used in preparing the balloon. A second and third inflation/deflation of the device showed improvement in the inflation/deflation times to 6 seconds both times. By the 5th inflation/deflation of the device, the inflation/deflation times were less than 2 seconds which meets specifications. A product history record (phr) review of lot f1924702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the vessel¿ was not confirmed during analysis of the returned device. The device preformed as intended during functional analysis. The exact cause of the reported event could not be conclusively determined. Based on the information reported, the reported event may have been caused by slow deflation of the balloon due to the use of contrast. The reported ¿hematoma¿ as a result of using the product, could not be confirmed as procedural images were not provided. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. The use of anticoagulants in this case (inr >1.5) may have contributed to the formation of the hematoma. Based on the information and the product analysis, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ the IFU also states that ¿prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time.